Event description:
On (B)(6) 2025, this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. It was planned to be implanted in the common iliac artery, but the device landed in the left external iliac artery because the zoom of the screen at the time of marking and the screen at the time of device implantation were different. The left internal iliac artery was unintentionally covered by the device. The patient tolerated the procedure.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Assessment of risk management file (rmf): the reported use errors, where the user moves device and does not deploy at target location, is documented in the risk management file. The reported use error is documented in the rmf with the hazardous situation, harm, and severity of harm associated with the reported branch vessel occlusion, and the harm (none reported) and severity of harm (none) as reported are not more severe than the potential harm and severity of harm documented in the risk management file. The risk management file for the contralateral leg device was reviewed and determined to be accurate and complete in relation to this complaint. No update is required. IFU statements: the contralateral leg device instructions for use (IFU) were reviewed with respect to the complaint detail for the applicable region and time period, and the following IFU statements were identified in relation to the complaint. [Arterial access and angiography]: 7. Under x-ray visualization, properly check the deployment marking site for this product. [Positioning and deployment of the contralateral leg endoprosthesis] 6. Advance the prepared contralateral leg or iliac extender delivery catheter up to the level of the long marker of trunk-ipsilateral leg. 7. Align the radiopaque marker at the aortic end of the endoprosthesis with the long radiopaque marker for the trunk-ipsilateral leg endoprosthesis. With the alignment of these markers, the necessary overlap of about 3 cm will be achieved. 8. While maintaining the delivery catheter in position, withdraw the introducer sheath and visually verify that the stent graft is completely out of the introducer sheath under x-ray visualization. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.